Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of the reported code-batch. (B)(4). Without any closed sample a complete analysis is not possible. The batch manufacturing record was reviewed, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion:without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: brazil. According to the customer complaint: "wire presenting defect at the time of the suture of strongest point thus breaking the wire".